Event description:
A us distributor contacted zoll to report that the electrode belt sn (B)(4) would not securely latch with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (not securely latching with monitor) has been confirmed. As received, the belt failed incoming functionality testing. Upon eval, pin 1 of the trunk connector belt receptacle was bent, inhibiting proper connection between the belt and monitor. The cause of test failure is the bent pin. The root cause for the bent pin cannot be positively identified but is likely excessive force. No adverse event resulted from the defective belt.